Manufacturer narrative:
No patient code available for "fell down."

Event description:
On (B)(6) 2017, the reporter contacted lifescan (B)(4) alleging that her husband¿s onetouch verio 2 meter was reading inaccurately erratic. The following complaint was classified based on information obtained from customer service representative (csr) documentation, and further information obtained when mss followed up with csr. The reporter alleged that the product issue began on (B)(6) 2017, when her husband obtained blood glucose readings of ¿2.1 and 13.0 mmol/l¿ on the subject meter, within 20 minutes of each other. Based on statistical methodology these readings exceed lifescan¿s criteria for precision. The reporter stated that in response to the alleged inaccurate readings, her husband took an increased dose of insulin (9 units of novarapid). At an unconfirmed time after the meter issue, the reporter alleged, the patient developed symptoms of ¿dizzy and fell down¿. There is no evidence that the patient received or required any medical treatment for the alleged symptoms. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, the correct testing steps were being followed, and the patient had used an approved sample site to obtain the blood samples. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. The csr noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate results obtained with the subject meter.